Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#:(B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n: (B)(6), revealed a recharge antenna failure (no device found message) and fail t5190 (antenna test temp), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that charging problems that started maybe about 3 months ago. Patient (pt) reported they had been getting system problem rm03, poor recharge quality, low battery message even though controller was at 80-90%. Controller also went to white screen and pt had to reset it. Pt also noticed longer charging times. Pt said they charged for 1-1.5 hr to get it to 100%. Pt also mentioned lately, like last night, pt was done charging at 8pm and this morning the implant was already dead. Pt reported the paddle got hot on their butt once in a while. Pt mentioned they do not walk with recharging equipment because they lose contact right away. Pt sits on the kitchen chair. Pt said they are overweight and if pt sits in a recliner their back is a little humped and it does not charge correctly. Pt said they saw no damage but noticed if they push with the thumb on the end of the cord where it goes into the donut it charges better. No symptoms were reported.